Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an over delivering alarm. The customer reported experiencing low blood glucose despite adjusting their settings. Customer stated that the insulin pump was delivering more insulin than configured to. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.